Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge and could not successfully load insulin into pump. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, attempted to reload same cartridge without success, then worked with technical support to fill and load new cartridge using proper technique, after which cartridge was successfully loaded and insulin delivery was resumed.